Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test was performed, and no issue was found. The reported problem was not duplicated as the device turned on and off without any problems. Visual inspection found a damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced.

Event description:
It was reported that the device doesn't turn on and preventative maintenance was requested. The problem was noticed upon power on. There was no patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal.